Event description:
It was reported by a customer in (B)(6) that during patient use of the e360 ventilator, the wave form of the liquid crystal display (lcd) froze. Although the ventilator continued to cycle, and the light emitting diode (led) display of pressure bar was working, the touch panel was unresponsive. A low electrical sound generated from the device, could not be stopped. A 'no communications' error was also recorded on the log. The patient was transferred to another ventilator with no reported injury.

Manufacturer narrative:
No additional information is available at this time. Repair and investigation in progress. (B)(4).